Manufacturer narrative:
H10: after further assessment when the reported device returned, it was noticed that the correct part number was "4240-7500" instead of "pfsr110009". Smith+nephew acts as a the distributor of this product. Enztec ltd, the legal manufacturer was notified of this complaint and is now responsible for performing the regulatory assessment and reporting if required. Corrected data: d1, d2a, d2b, d4 (catalog number, lot number, unique identifier (UDI) #).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) stride em tib alignment guide base/arm was placed in the desired location on the tibia. A new 65 mm headless pin was drilled into hole. Then the pin appeared to get stuck and was not seated all the way down. It was tried to pull the pin out, but initially it was not possible. It was needed to increase the force and a different wire driver. Ultimately, it was possible to remove the medial pin first, and then, the lateral pin from the bone. However, the lateral pin was not able to separate from the fixation base once off the bone. A mallet was used to try to separate the pieces. When it was clear that the pin was stuck, the procedure was switched to manual. The pin appeared to be bent into the device. The procedure was completed after a non-significant delay changing to a manual surgical technique. No injuries were reported as a result.